Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar) procedure, the manta 18f vascular closure device failed to achieve closure of the right femoral artery. A surgical cutdown was subsequently performed to close the arteriotomy. Good-faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred; however, no additional information was provided by the user hospital.

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar) procedure, the manta 18f vascular closure device failed to achieve closure of the right femoral artery. A surgical cutdown was subsequently performed to close the arteriotomy. Good-faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred; however, no additional information was provided by the user hospital.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.